Event description:
It was reported that the surgeon inserted the icm125v4 12.5mm implantable collamer lens on (B)(6) 2012 and the next day elevated iop associated with excessive vault was noted. The lens was removed on (B)(6) 2012 and replaced with a shorter lens length. This resolved the problem.

Manufacturer narrative:
Method - lens work order search, medical review. Results - visual inspection of the returned lens showed the lens was returned dry with a clear surgical residue, however, there was no visible damage observed. A lens work order search revealed that there was no similar complaint for the same type problem from this work order. Medical review - review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).

Manufacturer narrative:
(B)(4)